Event description:
It was reported that the patient was admitted to the emergency room with hyperglycemia. The patient's blood glucose level rose to 254 mg/dl while wearing the pod between 4 and 24 hours. The patient also stated they had previously cut their hand and could have been dealing with an infection related to that but had not been diagnosed with anything at the time. The patient was having difficulty processing information and was nauseous but did not vomit. The patient removed pod and placed a new pod but went to the ER. At the ER, the patient was treated with intravenous fluids and was discharged after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.